Event description:
It was reported that two weeks post filter implant the filter was tilted approximately 45 degrees. The filter remains implanted. There was no report of injury to the patient. The patient is asymptomatic.

Manufacturer narrative:
The device history records could not be reviewed as the lot number was unknown. The device remains implanted; therefore, a product evaluation could not be conducted. Films of the procedure were requested; however, were not provided for evaluation. With the information available, the result of the investigation is inconclusive. The root cause is unknown.